Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thus. No unexpected pump error 23 alarm occurred during testing. A review of the pump history file reveals two pump error 23 (linenumber 324 filenumber 39) alarms occurred (B)(6)2023 at 01:57 and (B)(6)2023 at 13:54). The pump was cut open and also removed the keypad overlay and button dome switches to perform a visual inspection. No evidence of physical or moisture damage was found on the keypad assembly, dome switch layer, electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The pump error 23 alarms in the pump history file may have been an intermittent failure not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Pump error 23 alarm is not confirmed. Pillowing (bulging) keypad overlay is confirmed. No keypad unresponsive/button error alarm anomaly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of post-reset ram crc alarm (pump error 23) and keypad anomaly. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. The customer will discontinue using the insulin pump and will be returned for analysis.